Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right side. The 86% stenosed, 58x3.5mm, eccentric and the de novo target lesion and was located in the moderately tortuous and moderately calcified right coronary artery (rca). The lesion contained between a 45 and 95 degree bend. Following predilatation with a 3.0x20mm emerge balloon, residual stenosis was 38%. A 8 x 3.50mm rebel stent was advanced for treatment; however, the stent was dislodged in the distal rca. The dislodged stent was deployed in the distal rca and another of the same device was advanced and implanted in the rca lesion to complete the procedure. In total, three rebel stents were implanted in the rca, a 3.0x28mm, a 3.5x32mm, and the 3.5x8mm. No patient complications were reported and the patient status was stable.